Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified peripheral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 5 atmospheres at 4 seconds, the balloon ruptured. The device was completely removed without any issue and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was good.